Event description:
Caller reported a malfunction on the pump, identified by malf 3 error code, without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The corrective actions involved the customer using mdi as backup therapy to ensure insulin delivery was not interrupted while tandem technical support sent a replacement pump. The customer was instructed on how to put the problematic pump into storage mode and return it via ups using the provided return box and pre-paid label within 10 days.